Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for an endovascular treatment of a suspected infected aneurysm. It was reported a slight increase in aneurysm was observed during the 6-month follow-up, but no endoleak was found approximately 8 months post the index procedure the patient returned for follow up where hemoptysis was observed along with a possible iiib endoleak. It was also reported that there is a tendency of stent expansion around the aneurysm. Core lab reviewed images from the 8 month follow up and confirmed the type iiib endoleak was located in the proximal device but noted that they could not rule out this affecting the distal graft also it was reported the cause of the hemoptysis is unknown and the cause of the type iiib endoleak per the physician was due to the navion fca recall. No additional clinical were reported and the patient will be monitored